Event description:
Ems used 45mm in tibia and buried it (see photo attached). Wanted you to know because it seems like ems could benefit from training. Ccu did not know what service put needle in but said it was one of two. Also, ccu could benefit on removal education. I advised on what to do but they said they tried and could not remove. I told them to consult ortho for better tool to remove. Nurse I spoke to did not know if io ever worked all he knew is that the hub broke when they tried to remove. Patient condition is fine. Additional information: the broken part was removed by a physician using a clamp.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one photo for evaluation, please reference attached photo pic-tc# 20040904 sf046429. Visual inspection of the photo confirmed the needle hub was broken and had separated from its cannula. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The instructions for use (IFU) provided with this kit (8087a rev. 04) instructs the user, "do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Stabilize needle set hub, disconnect driver, and remove stylet." The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 04/2021 and is approximately 0.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. The complaint of a broken needle hub was confirmed by visual inspection of the customer supplied photo. The photo revealed the needle hub had become separated from its cannula. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The IFU (8087a rev. 04) instructs to not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Stabilize needle set hub, disconnect driver, and remove stylet. The complaint root cause cannot be established. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Ems used 45mm in tibia and buried it. Wanted you to know because it seems like ems could benefit from training. Ccu did not know what service put needle in but said it was one of two. Also, ccu could benefit on removal education. I advised on what to do but they said they tried and could not remove. I told them to consult ortho for better tool to remove. Nurse I spoke to did not know if io ever worked all he knew is that the hub broke when they tried to remove. Patient condition is fine. Additional information: the broken part was removed by a physician using a clamp.